Manufacturer narrative:
The investigation is currently on-going. The outcome of this investigation will be communicated through a follow-up report. (B)(4).

Event description:
A (B)(6) customer reported the generation of invalid controls with cobas mpx and hev tests performed with the cobas 6800/8800 systems. In some batch runs, error code p07p, which is indicative of a volume error during supernatant removal, was generated. A roche field service engineer visited the customer site and performed the process head tightness check, and some positions on head 1 of the cobas 6800 system's processing transfer head failed the check. The failed positions may cause the generation of the above referenced error code. Additionally, evidence of leakage was observed on the instrument's process module deck. No erroneous results were alleged, and no harm or injury was indicated through the case. When error codes are generated for the cobas mpx and hev kit controls, the test run is invalidated and all donor samples included in the test run need to be repeat tested per the instructions for use.

Manufacturer narrative:
For the customer's instrument (serial (B)(4), the local field service engineer replaced o-rings and stop discs for those positions that failed the tightness check, as well as o-rings for all other positions on the processing heads. Additionally, the heating stations and separation stations were cleaned by the field service engineer. The issue has been solved with these service actions and the instrument is running without issues with passing tightness check results and with no further evidence of leakage. During the investigation, tightness check failures and evidence of droplets were observed when utilizing returned parts from the customer's instrument. The investigation is still on-going. Corrective and preventive actions will be implemented as appropriate. (B)(4).